Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
This spontaneous case, reported by a diabetes specialist nurse via a sales representative and call center, concerns a male of unknown origin. The patient was homeless. The patient's medical history and concomitant medications were not reported. The patient received insulin lispro (humalog) cartridge via humapen pen at an unknown dosage regimen, for unknown indication, beginning on an unknown date. On an unknown date, unknown time after insulin lispro therapy began, the patient experienced hypoglycemia (no lab data provided). He reported that upon removal of the insulin pen after injection, the pen continued to dispense insulin into him above dialed dose (medication error). No symptoms were reported. The patient was admitted to the hospital over a weekend where he was treated with dextrose infusion. The event of hypoglycemia was reported as serious for medically significant and initial hospitalization reasons. Action taken with insulin lispro and event outcome were not reported. Whereabouts of apparently malfunctioning pen were unknown. The patient contacted a solicitor about this incident. This case was reported as a product complaint. (Hypoglycemia was associated with insulin lispro as well as with the humapen. The information provided by the initial reporter nurse was second and third hand information, she did not have direct knowledge of the event as it was information someone told her about. The operator of the device was the patient but his training status was not provided. The general device duration of use was unknown. The suspect device duration of use was not reported. The return status of the pen was unknown. The reporting nurse believed that insulin lispro was responsible for the hypoglycemia, she did not provide any opinion regarding the relationship between the medication error and insulin lispro. The relationship between the reusable humapen and hypoglycemia was not reported. Field force form was processed together with the initial case. Update 08/03/2009: additional non medically significant information received on 07/09/2009. Upon review coded medical history. Update 08/24/2009: additional information received from the initial reporter on 0/14/2009. Updated classifications field. Added suspect pen. Added seriousness criteria for hospitalization. Re-generated psur comment. Added contact information. Updated corresponding fields and narrative. Upon review: added treatment drug formulation.